Manufacturer narrative:
Additional information: b1- adverse event b2- requires intervention to prevent permanent impairment/damage b5-the reporter states that the surgeon implanted a 13.7mm vticm5 13.7 of -4.50/2.0/095 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The surgeon reports lens rotation. On (B)(6) 2020 the lens was repositioned, this did not resolve the problem. The lens was removed on (B)(6) 2020. Four days later on (B)(6)2020 an exchange lens of same model and length but different power was implanted and positioned to 158 degrees. This resolved the problem. D7- explant date: (B)(6) 2020 h6- patient code 3191: secondary surgical intervention; explant claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticm5_13.7, -4.5/+2.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports lens rotation. On (B)(6) 2020 the lens was repositioned which did not resolved the problem. Reportedly, lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).